Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient could no longer connect with the ipg to control therapy. Troubleshooting was unable to resolve the issue. Surgical intervention may be taken at a later date to address the issue.